Event description:
It was reported the ud (up/down) knob has leak. The issue found during reprocessing. There was no patient involvement on this event reported, no user injury reported. Device evaluation found forceps elevator has foreign material. The inside lens has discoloration. A-rubber, scope connector , universal cord . Up/down , right/left knob all found dirty. This report is being submitted for foreign material found on forceps elevator and dirt on some parts of the scope (connector, cord , knobs) (handling issue, insufficient reprocessing issue) found on device evaluation.

Manufacturer narrative:
Address: (B)(6). The subject device was received and evaluated. Device evaluation found deformation of up/down knob and control unit, due to deformation , watertigntness is lost. In addition, leakage was observed on the device control unit. Control unit has corrosion due to water leakage. The customer reported issue of "leakage" could be confirmed. Furthermore, device evaluation found foreign material in the elevator channel. The a-rubber , scope connector, universal cord, up/down knob (right/left ) knob found dirty. Inside of light guide (lg) lens has discoloration. Additionally, the following findings during inspection were noted on the device: adhesive on a-rubber is detached. Connecting tube has discoloration. Color ring has a crack. Angulation is play. Angulation is out of specification. Due to cut on k-wire, forceps-raising angle does not meet the standard value. Due to damage, switch #1 (sw1) does not work. Due to damage on switch #2 (sw2), the switch cannot be pressed down smoothly. Due to damage, switch (sw#3) does not work. C-cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition, this supplemental report is to inform correction to g3 of the initial medwatch. The aware date should be 15-sept-2022 . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The subject device was shipped in accordance with specifications. Similar complaint from the user facility: not occurred. Repair history review : there was no repair history on the subject device. Reported event: foreign material adhered to/around the forceps elevator. Based on investigation results, it was determined that although customer follows correct reprocessing procedure as per training/ reprocessing steps recommended in instructions for use (IFU) , this device could not be reprocessed (including brushing) and stopped midway due to leakage. Device was not completely reprocessed at the time of pickup of device for inspection at olympus medical system india (omsi ) workshop. Suggested event: inside of lg-lens was dirty it was presumed that lg lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, etc. Then, humidity invaded lg lens which led to corrosion. Suggested event: the device was dirty it was presumed from obtained information that reprocessing steps recommended in IFU were not performed due to device nonconformity which caused remained dirt in the device. As stated, although customer follows correct reprocessing procedure ,this device could not be reprocessed (including brushing) and stopped midway due to leakage. Device was not completely reprocessed at the time of pickup of device for inspection at omsi workshop. Instructions for use (IFU): the event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Feedback to customer provided to service business center (sbc) : sbc to inform the following to the user. In case an abnormality of the device such as leakage and/or damage observed, stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts to perform site visit to provide observation and training. Olympus will continue to monitor complaints for this device.